Event description:
Device 2 of 4. Reference MFR. Report# 3006705815-2019-00030. Reference MFR. Report# 3006705815-2019-00031. Reference MFR. Report# 1627487-2019-00083. It was reported the patient experienced an infection located at the lead site. Reportedly, lead erosion was visible. In turn, the patient underwent surgical intervention wherein the leads and anchors were explanted which resolved the issue.